Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was in the range of 400mg/dl. During bolus delivery, the blood glucose value was 425mg/dl. Current blood glucose value was 478mg/dl. The active insulin was updating and the blood glucose value was 444mg/dl. Customer declined to troubleshoot for high blood glucose value, she did a bolus and the blood glucose value was coming down. Customer also mentioned about a pump error alarm. Customer stated that they are able to rewind the pump. Customer was assisted with self test and test passed. Insulin pump will not be returned for analysis.